Event description:
During the procedure, the surgeon put the (mc) microcatheter in place and then positioned the orbit mini coil (637mf0304/15808598) noted that the shape was not good. It was helical instead of complex after checking outside of the patient¿s body. No patient or vessel code information was provided, and the component will be return for analysis.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Prior to inserting in the patient, the orbit mini coil (637mf0304/15808598) shape was not good. It was helical instead of complex after checking outside of the patient¿s body. Prior to the event, the (mc) microcatheter was placed at the site. No patient or vessel code information was provided, and the component will be return for analysis. No further information was available. A non-sterile orbit mini complex fill 3x4 was received coiled inside of a plastic bag. The hypotube was inspected and it was found without any damage. The introducer was received zipped and it was found without any damage. The support coil, gripper and embolic coil were received inside of the introducer. The support coil, gripper and embolic coil were found without any damage. The gripper and embolic coil were inspected under microscope; the gripper was found without damage while embolic coil was found in original shape of complex. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported coil shape not good was not confirmed during the analysis microscope. The cause of the failure experienced by customer could not be conclusively determined; however, neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Therefore, no corrective actions will be taken at this time.